Event description:
Additional information found the patient had their s1 lead explanted and replaced due to high impedance. A new lead was also placed at l5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of the stimulation decreases by itself could not be confirmed due to only the terminal end of the lead was returned. The returned terminal end lead segment passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22134. It was reported the patient's system was auto-reducing due to high impedances surgical intervention may take place in the future to address the issue.